Event description:
As reported for this event by the customer, during a therapeutic laparoscopic hysterectomy the device probe broke off and fell into the patient body. The broken piece was retrieved from the patient body. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient due to this event.

Manufacturer narrative:
Due diligence has being performed for this event. No response has been received from the customer as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Addendum feb 6, 2023: the event occurred during the middle of the procedure. Surgeon removed the broken piece fallen into the patient body with a laparoscopic blunt grasper. A probe damage error message was received for the device at the time of the event. This was the only device being used at the time of the event. The functional mode at the time of the event was seal and cut of the top purple button. Settings were level 2 seal and cut mode, level 3 seal mode. The device was inspected prior to use with the probe check passed.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: a3, a5, a6, b5, b6, g3, g6, h2, and h10. Patient¿s initials are tgj.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device actual lot# number (#) kr252840; lot# kr239805 is the device package lot #. The device has been returned and evaluated. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed and no abnormality. The distal end of the device was inspected and found the probe is detached; missing portion is returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 as both switches were checked and found both switches are functional.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the probe damage error. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.